Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. Complaint is confirmed because nurse reported break in aseptic technique by patient described as patient's cats were in the room with the patient playing with the tubing during pd therapy. The root cause of this report was undetermined. The label review found the labeling adequate for the use error(s) identified in this complaint.

Event description:
On an unreported date, the patient began treatment with dianeal pd2 ambuflex therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On an unreported date early in 2012, the patient was diagnosed and hospitalized for peritonitis. Treatment was not reported. The nurse provided the patient with retraining on proper aseptic technique use during peritoneal dialysis therapy. The patient recovered from this event of peritonitis. The reported cause of this peritonitis was due to the patient's cats playing with the tubing during peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. There was a user error identified with no product allegation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.